Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately three years post filter deployment, a CT scan indicated a fractured strut and a strut extending outside of the ivc and positioned between the aorta and lumbar spine. Approximately six weeks later, the filter was successfully removed. The fractured strut remained in situ in the retroperitoneal tissue. Therefore, the investigation can be confirmed for perforation of the ivc and limb detachment. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 09/2014; manufacturing date: 09/2011.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, migrated, perforated and embedded in the ivc, aorta and lumbar disc. The device was removed percutaneously. Allegedly the patient experienced thrombosis and embolism in the ivc filter and chest pain. However, the current status of the patient is unknown.